Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received five (5) photo samples. Four (4) photo samples showcase an overview of all silicone foley catheter. Fifth photo sample showcases a piece of paper with native writing. Visual: received one (1) used all silicone foley catheter without original packaging. Visual inspection noted a hole in the catheter shaft measuring (0.017") and (0.0420") from the bifurcation. This is out of specification per which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient had total nephrectomy on (B)(6) 2024. There was a urine leakage discovered on (B)(6) 2024 from the y section of the foley catheter.

Event description:
It was reported that the patient had total nephrectomy on (B)(6) 2024. There was a urine leakage discovered on (B)(6) 2024 from the y section of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.